Event description:
Patient presented with continued right knee pain. Was discovered to have instability of the prosthesis. A right total knee revision of the arthroplasty with revision of the patellar component, removal of tibial polyethylene component, modification of tibial rotation, removed bone to correct valgus position of femoral component.